Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: stripes in image occur and the video cable was broken. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited stripes in image and the video cable was broken. There was no patient involvement.